Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter procedure involving the harmony¿ delivery catheter system, damage was noted to the delivery catheter system, specifically with the side port, prior to insertion into the patient. The issue was identified while opening the capsule prior to loading. An additional stop cock was attached as a response to the issue. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a transcatheter procedure involving the harmony¿ delivery catheter system (dcs), damage was noted to the dcs, specifically with the side port, prior to insertion into the patient. The issue was identified while opening the capsule prior to loading. An additional stop cock was attached as a response to the issue. No patient complications have been reported as a result of this event. Additional information was received to clarify the stopcock was replaced and the dcs was used for the case.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Corrected data: d. Suspect medical device expiration date was inadvertently omitted from the initial medwatch report. UDI#. Full number included h4. Device mfg date was inadvertently omitted from the initial medwatch report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5 (third paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter procedure involving the harmony¿ delivery catheter system (dcs), damage was noted to the dcs, specifically with the side port, prior to insertion into the patient. The issue was identified while opening the capsule prior to loading. An additional stopcock was attached as a response to the issue. No patient complications have been reported as a result of this event. Additional information was received to clarify the stopcock was replaced and the dcs was used for the case. Additional information was received clarifying that just the stopcock was replaced, and the replacement part was obtained from the facility's inventory.